Event description:
It was reported that the customer had a moisture damage on the insulin pump. The customer's blood glucose level was 184 mg/dl. The customer is unable to check the history because it is giving her keypad issues but during out the customer did get a button error alarm. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instructions. The customer insulin pump will be replaced.

Manufacturer narrative:
The insulin pump had an intermittent down arrow button due to flattened dome switch. No button error alarm noted. No moisture damage noted on electronic assembly. No battery out limit alarm noted. All operating currents are within specification. The insulin pump had a cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, cracked lcd window, minor scratches on lcd window and cracked case at display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.